Event description:
It was reported that during a da vinci procedure, the customer noted that the prograsp forceps instrument fiber tip was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the grip cable was frayed at the distal idler pulley. The frayed strands stick out at the wrist. Conductor wires are intact and undamaged. No other cables damaged at wrist. Additional observation not reported by site was derailed cable. One grip close cable is derailed from the distal idler pulley. Grips can still open and close, but movement may not be precise. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's frayed cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.